Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator, it exhibited a diagnostics anomaly. The patient would be monitored.

Event description:
The device was explanted and replaced on (B)(6) 2014.